Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Non-sustained tachycardia episodes of less than 220 milliseconds v-v cycle are recorded between (B)(6) 2013. 337 of 368 lifetime ventricular short interval counts (sic) occurred since (B)(6) 2013.(B)(4).

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) device had triggered a right ventricular lead integrity alert. Analysis of the submitted device data file showed increased short interval counts (sic) and fast non-sustained episodes. The lead remains in use. Technical services representatives recommended the lead performance be verified and that lead revision be considered. No patient complications have been reported as a result of this event.